Manufacturer narrative:
The serial number of the device was not provided; therefore the expiration date, date of manufacture, and UDI are unknown. Approximate age of device ¿ 6 months. The patient is ongoing on lvad support. No further information was provided. A supplemental report will be submitted when the investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). On (B)(6) 2016, it was reported that the patient, who was implanted at a different implanting center, was admitted to this implanting center for gastrointestinal bleeding. The patient's system controller log file was submitted to technical services for analysis. Log file analysis by the manufacturer¿s technical services representative indicated that the recorded events were of a clinical origin and not equipment related. Additional information was requested, but was not received.

Manufacturer narrative:
A correlation between the device and the reported gastrointestinal bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The patient remains on vad support. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.